Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic rotator cuff repair surgery, while using the ablate of the vapr tripolar 90 suction elect, an error message "output shorted" appeared. A constant warning sound continued, making it unusable. With the coag, no error message appeared. But as the surgeon continued to use it, the tip of the probe became very hot and it came into contact with his skin when inserting and removing it from the portal, causing burns. A new device was used, which worked without any problems and allowed the operation to be completed without incident. The surgeon commented that the tip was clearly hotter than usual during use, which was likely what led to the burns on the skin. There were no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred.